Event description:
The caller reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump history. Despite attempts to resolve the issue by using different charging cables and wall adapters, the battery issue persisted, leading to a resolution where the pump was replaced. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support initiated the process of sending a replacement pump, and the customer was advised on returning the faulty pump and setting up the replacement. During follow-up, the battery was still depleting at a significant rate, but eventual replacement resolved the power alert issue, and no further action was necessary.